Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 07-mar-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a return of pain associated with the lead 977c165 device. The patient underwent a device revision procedure where the paddle lead was replaced with a percutaneous lead. The patient had multiple reprogramming sessions from another representative but did not receive relief. The patient desired percutaneous leads to replicate the trial lead placement. The issue was resolved with the replacement. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.